Event description:
It was reported that three (3) homechoice automated pd set w/cassettes were missing a drain line cap. This occurred during before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) samples were received for evaluation. A visual inspection with the naked eye noted that the drain line cap was missing from each set. Functional testing including under water pressure test and self-test and priming were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.